Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate reading after loading 300 units of insulin. Customer was able to successfully reload the cartridge and receive an accurate reading. In addition, it was reported that the customer experienced elevated blood glucose levels (400 mg/dl), and moderate ketones. Customer delivered a bolus to stabilize blood glucose levels. System check was performed with tandem technical support and the pump was functioning as intended.